Event description:
It was reported that the system etrak 2500p left visualization mode and locked up which required a call to technical support. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Representative instructed user on the removal of recovery file which allows the system to initialize without going into the visualization mode. Verified proper operation of the system with the user.